Event description:
The customer stated that during a flight, the screen on this unit turned off. The battery was changed and the ac adapter ws tried, but the screen would still not come up.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. Investigation isolated the cause of the malfunction to a partially disconnected display cable. After repair, the device performed to specifications and was returned to the customer.